Event description:
Clinical Narrative: An Impella CP was inserted via the right femoral artery to support the 66 year old male patient who had been admitted in with Acute Myocardial Infarction and Cardiogenic Shock, presenting in Society of Cardiovascular Angiography and Interventions Stage E per reporting. No medical history or comorbidities were shared. Prior to the delivery of the CP pump the patient was supported by Extra Corporeal Membrane Oxygenation (ECMO). The CP pump would be a ventricle vent for the primary support device of ECMO. The medical team placed the CP over the .018 guidewire and was delivered to the left ventricle, but the position appeared to be deep on fluoroscopy imaging. The patient began to have ectopy and Ventricular Tachycardia and was shocked. The defibrillation was successful. The team attempted to reposition and discovered the pump to be interacting with the papillary muscle or chordae tendanae. The team repeatedly repositioned over 20-25 minutes but, the patient repeatedly went into Ventricular Tachycardia and Ventricular Fibrillation with the movement of the pump in the ventricle. The decision was made to explant the pump.The patient survived the pump explant and no further interventions were noted for the ectopy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.